Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump would not power on. No reported adverse effects.

Manufacturer narrative:
One cadd legacy prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of no power to the device was confirmed. The event log did not show any related errors. Serivce found the wires severed causing an open connection. Service will replace the positive and negative wires within the pump. Use testing was performed. The problem source is the broken wires.